Manufacturer narrative:
The subject device was discarded, however a photo was provided. Review of the photo confirms for fluid entering the battery compartment and corrosion of the batteries. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. No lot number has been provided; therefore, a review of the manufacturing records is not possible.

Event description:
As reported, during the end of a laparoscopic procedure on (B)(6) 2022, it was noted that the bard/davol hydro-surg laparoscopic irrigator was leaking fluid inside the battery chamber and the batteries looked corroded. As reported, the device was discarded and was no reported patient injury.